Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and the device met specifications. Functional testing of the device included pressure testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particles were observed in the cassette before use for peritoneal dialysis. The caregiver did not use the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.